Manufacturer narrative:
(B)(4).

Event description:
It was reported the base guide of the stimloc was ¿futsy¿ and the screws broke out of their holders. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.